Manufacturer narrative:
Concomitant continued: 6947 lead implanted (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead exhibited very high thresholds. Output was increased and the lead remains in use. No patient complications have been reported as a result of this event.